Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead was fractured, confirmed via x-ray. Patient was reprogrammed and has effective therapy for the time being.

Event description:
Manufacturer report number 1627487-2023-00837. Additional information received indicates surgery took place on (B)(6) 2023 where in the l1 lead was explanted and replaced. During the surgery it was noted the patient¿s l3 lead had migrated and was also explanted and replaced. Therapy has been restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead (a) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.